Event description:
It was reported by service report that the break away was missing the cross bar for release. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Cross bar release.